Manufacturer narrative:
(B)(4). Device avail. For eval., returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned for evaluation. Visual inspection of the device noted that the device has kinks and the wire was broken in the middle of the device near to the distal section. The distal tip of the device was not returned. Also, the device was stuck and loaded in rotablator rotalink plus 1.25mm. The device was removed from the rotablator. The overall length was not measured due to the broken wire. The od of the distal tip was also not measured as the distal tip was not returned. Od of the middle of the device and proximal section were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05483. It was reported that a rotawire fracture occurred and was left inside the patient's body. The target lesion was located in the calcified circumflex artery. A rotawire and 1.25mm rotalink plus were selected to treat the target lesion. During rotablation near the proximal lesion site, it was noted that the rotawire broke and the distal tip of the wire was left inside the vessel. A stent was placed to fix the tip of the wire against the vessel wall, to prevent the wire from migrating in the vessel. No patient complications were reported and the patient's condition is stable.

Event description:
Same case as MDR ID: 2134265-2015-05483. It was reported that a rotawire fracture occurred and was left inside the patient's body. The target lesion was located in the calcified circumflex artery. A rotawire and 1.25mm rotalink¿ plus were selected to treat the target lesion. During rotablation near the proximal lesion site, it was noted that the rotawire broke and the distal tip of the wire was left inside the vessel. A stent was placed to fix the tip of the wire against the vessel wall, to prevent the wire from migrating in the vessel. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).